Manufacturer narrative:
At this time, the tachycardia portion of this lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements. A surgical revision was performed and the pace/sense portion of the lead was surgically abandoned, and a new rv pace/sense lead was implanted. No additional adverse patient effects were reported.